Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, multigravida, parity 5, abortion and miscarriage. Concomitant products included fluoxetine hydrochloride (prozac). In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), infection ("infections"), weight increased ("weight gain"), mood swings ("mood swings"), vulvovaginal dryness ("vaginal dryness"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), vaginal infection ("vaginal infections"), urinary tract infection ("utis"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), vulvovaginal rash ("vaginal rash"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary disorder"), migraine ("migraines"), headache ("headaches,"), anaemia ("anemic"), nausea ("nausea"), tooth disorder ("dental problems/ several cavities and gum issues"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), vulvovaginal injury ("break down of the vaginal walls"), cardiovascular disorder ("abnormal EKG"), vulvovaginal pain ("vaginal pain "), pain in extremity ("arm pain"), chest pain ("chest pain"), abdominal pain ("abdominal pain"), bacterial vaginosis ("bacterial vaginosis") and pollakiuria ("frequent urination"). The patient was treated with surgery (to remove the essure implant). Essure was removed in 2013. At the time of the report, the pelvic pain, genital haemorrhage, infection, weight increased, mood swings, vulvovaginal dryness, vaginal haemorrhage, menorrhagia, vaginal infection, urinary tract infection, female sexual dysfunction, depression, vulvovaginal rash, bladder disorder, urinary tract disorder, migraine, headache, anaemia, nausea, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, vulvovaginal injury, cardiovascular disorder, vulvovaginal pain, pain in extremity, chest pain, bacterial vaginosis and pollakiuria outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, anaemia, bacterial vaginosis, bladder disorder, cardiovascular disorder, chest pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, infection, menorrhagia, migraine, mood swings, nausea, pain in extremity, pelvic pain, pollakiuria, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal dryness, vulvovaginal injury, vulvovaginal pain, vulvovaginal rash and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet-events mood swings, vaginal dryness, abnormal bleeding (vaginal, menorrhagia), vaginal infections, utis, apareunia (inability to have sexual intercourse), depression,vaginal rash, bladder or urinary problems or changes, migraines / headaches, anemic, abnormal EKG, nausea, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, weight gain, break down of the vaginal walls were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), infection ("infections") and weight increased ("weight gain"). The patient was treated with surgery (to remove the essure implant). Essure was removed in 2013. At the time of the report, the pelvic pain, genital haemorrhage, infection and weight increased outcome was unknown. The reporter considered genital haemorrhage, infection, pelvic pain and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.